Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose level was 420 mg/dl. Trouble shooting was declined. Customer was not reporting any symptoms of high blood glucose. Auto mode feature was not active at time incident. The insulin pump will not be returned for analysis.